Manufacturer narrative:
A medwatch report was sent under uf/importer reporter #: (B)(4).

Event description:
Patient had an heart mate ii lvad with internal drive line fracture requiring surgical replacement.

Manufacturer narrative:
Section d4, d10, h4: additional information. Section g3: correction. Manufacturer's investigation conclusion: review of the patient¿s submitted log file confirmed low speed events and pump stoppages, however, evaluation of the replaced portion of the driveline from (B)(6) did not find damage that could have contributed to the events seen within the log file. Additionally, evaluation of the returned portion of the driveline confirmed superficial damage to the outer silicone jacket of the driveline. The submitted log file contained data from (B)(6) 2019 to (B)(6) 2019. The pump was set to a fixed speed of 9600 rpm and the low speed limit was set to 9200 rpm. The pump operated above the low speed limit until (B)(6) 2019 at 1:26:06 am when the log file recorded low speed operation which progressed into a pump stoppage. The log file captured 3 more low speed operation and pump stoppage events overnight through 7:16:58 am. The pump operated above the low speed limit following these events until (B)(6) 2019 at 3:10:57 am when the log file recorded another pump stoppage. The pump regained speed following this event and remained above the low speed limit until (B)(6) 2019 when the log file recorded 3 more pump stoppages between 7:11:24 am and 8:41:08 am. The pump remained above the low speed limit for the remaining duration of the log file. The patient was operating on their power module for all abnormal pump operation. Based on previous complaint experience, the type of behavior captured within the log files could be indicative of a potential driveline issue. A distal end driveline replacement was performed on (B)(6) 2019 and approximately 18.5 inches of the external portion of the driveline was returned for evaluation. The driveline had a clamshell attached and had rescue tape from approximately 1.5 inches to 4.5 inches from the controller connector. Upon removal of the rescue tape and clamshell, visual inspection showed that the silicone jacket was cut approximately 1.5 inches from the controller connector and approximately 2.5 inches to 4 inches from the controller connector. The bionate layer was discolored but otherwise unremarkable. The metal braided shield had breakdown approximately 1 inch from the controller connector, 2 to 2.5 inches from the controller connector, and wear through the entire returned portion of driveline. The underlying wires appeared overall unremarkable with no evidence of kinking, twisting, or severe insulation abrasion. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was then suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The patient received a pump exchange on (B)(6) 2019; to date, (B)(6) has not been returned for evaluation. The hmii lvas IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues. These documents also contain information regarding all system alarms and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called complaining about low flow alarms. Upon interrogation, he had pump stoppage alarms on (B)(6) and a series of low flow alarm after; he was on his power module when this happened. Patient was instructed to remain on battery and all alarms stopped. His driveline had rescue tape on a few places and was in pretty rough shape. The log file analysis showed 16 pump stops and 16 low speed hazards. Speed drops were as low as 0 rpm. On (B)(6) 019, tech service arrived onsite for external percutaneous (perc) lead repair. The perc lead replacement performed approximately 4 inches from exit site. After, the patient was back on the grounded patient cable, and the patient moved; there were noted speed drops. The clinical staff was working on a treatment plan after completing the repair. It was reported under product exchange that the patient underwent pump exchange (heartmate ii to heartmate ii) on (B)(6) 2019. No further detail was provided.